Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) pump is hard as a rock. He is unable to activate it. Patient liaison sent him reboot/push-pull/burp and anti-stiction instructions. He also states that he is seeing his md this afternoon for follow-up. He will contact if he has further questions.